Event description:
It was reported that the asymptomatic patient presented in-clinic for check-up. Fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead remains implanted.

Event description:
New information received notes the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Mandatory medwatch form was received.

Manufacturer narrative:
A partial lead was returned cut in two segments. Externalized conductors due to internal insulation abrasion were found at 8.7-11.1cm from the helix. The etfe coating on one non-functional conductor was abraded at this location. Internal insulation abrasion was found at 7.5-9.3cm, 12.2- 14.1cm, 26.6-27.6cm and 27.3-28.5cm from the helix. The etfe coating was intact at these locations.